Event description:
It was reported that after 1/2 hour of pump therapy, the pump experienced gas loss alarms. No leaks were detected during troubleshooting efforts. Volume was lowered to 35cc. Upon transfer of the patient to iccu, kinked line alarms occurred. The pump was shut off. Troubleshooting found no problems. Approx. 10 hours later, kinked line alarms recurred. During attemps to restart the unit, fill pressure alarms occurred. Leds began to flash and alarms could not be silenced. Patient was stable & therapy was discontinued.